Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information at the time of this report. The customer states that return product is available for investigation. The investigation is underway. Date: lot#: sample: tested: na: (B)(6) 2016, h16116, a, 14:38, 160. (B)(6) 2016, h16116, a, 15:07, 143. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/02/2016. Retain product was tested and the customer complaint was not reproduced. Return product was not available for investigation.